Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states that the seat is cracked. MDR filed.

Manufacturer narrative:
(B)(4). Has been corrected to indicate the correct model as 65350gr, corrected to mechanical walker, rollator and has been corrected to show the importer as (B)(4).